Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that during sensor insertion on (B)(6) 2012, the sensor wire remained protruding from insertion site. Patient removed both the wire and sensor from her skin. It is unclear whether patient followed proper sensor insertion steps as outlined in cgm user's guide. At the time of her call to technical support, patient reported no sign of swelling, rash, bruising or infection. No medical intervention required.